Event description:
Additional information later received from the hcp indicated the cause of the event was questionable dehydration, renal failure unrelated to the pump. The patient had experienced symptoms of decreased loc (level of consciousness). The patient outcome was noted as recovered without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was found unresponsive, slumped over in a chair by a family member. The patient also had altered mental status. The patient was taken by ambulance to the hospital and the admitting hcp wanted to rule out any issues with the pump. The pump log were interrogated and the logs showed the last event to be (B)(6) 2013, a refill. The patient status at the time of the report was indicated as alive, no injury and no adverse event. The pump was used to deliver dilaudid.

Manufacturer narrative:
Product ID 8578, lot# n154408, implanted: (B)(6) 2008, product type: accessory. Product ID 8709, lot# j10868r23, implanted: (B)(6) 2001, product type: catheter. (B)(4).